Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while the pump was plugged into a power source. The user's blood glucose level was 230 mg/dl. Reportedly, the user would contact their healthcare provider to obtain an alternate method of insulin delivery.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issue was found.